Manufacturer narrative:
Findings: no unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test, prime/a33 test and occlusion test. No delivery alarmed during excessive no delivery test due to moisture damage on fsr. Corroded motor home switch noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl.